Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 clip did not close proximally. It was reported the 511sd seal tore. There was no consequence to the pt.